Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing. The field suspected a potential setscrew or seal plug issue with the s-ICD causing the oversensing. Troubleshooting options were provided to the field and the s-ICD remains in service. No adverse patient effects were reported.